Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. No alarms were noted. The insulin pump had a cracked case at the display window corner and a missing end cap sticker.

Event description:
The customer stated that he was calling from the hospital, where he's being treated for a high blood glucose reading of 432 mg/dl. The customer also reported that the insulin pump alarmed during the prime and rewind process. Advised the customer that the insulin pump would be replaced. Nothing further was reported.